Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product confirmed that both the inner and outer sterile cavities were cracked. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). UDI# -(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, it was noticed the femoral components packaging was cracked. Another femoral component was available and used with no patient consequence reported.